Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
Related MFR report: 1627487-2021-02040. It was reported the patient requested to have the drg system removed. Reportedly, therapy was obtained and successful throughout implant. However the patient reported additional pain in the heel that was not correctable with therapy on or off.